Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump black box data indicated on (B)(6) 2017, a battery alarm was recorded due to normal battery usage and showed the user installed a discharged battery on (B)(6) 2017. During testing current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked; the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.